Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined

Event description:
It was reported the patient complained of pain at the implant site. The device was explanted and a new device was implanted at a different location. The patient was reported to be stable.

Manufacturer narrative:
The device was returned from the field and analysis performed confirmed the device exhibited normal device characteristics. Visual inspection on the device did not find any anomaly that could cause the reported complaint.